Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the model or lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report for the exalt model d scope and 3005099803-2023-06903 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stones in the bile duct performed on (B)(6) 2023. During the procedure, visualization was lost. The procedure was able to be finished using the original device however, it had to be restarted multiple times. There have been no patient complications reported as a result of this event.